Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. In addition, it was reported that customer's settings "reset." The customer's blood glucose level was 395 mg/dl. The customer reverted to an alternate method of insulin delivery.